Event description:
It was reported that the customer had unexplained high blood glucose, and was hospitalized due to high blood glucose. The glucose reading at the time of hospitalization was 600 mg/dl. Check the insulin pump's alarm history and found low reservoir and low battery alarms. Check the insulin pump's programming and programming appears to be correct. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.